Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a sling procedure using a precision speedtac transvaginal anchor system, the anchor detached from the device, outside the patient. The physician used another precision speedtac transvaginal anchor system to complete the procedure, without any complications to the patient, who is reportedly "fine" post-procedure.